Event description:
It was reported from italy that during an unspecified surgical procedure, it was discovered that the attachment device overheated after a few minutes of use. According to the reporter, the surgeon could not hold the device. It was not reported if there were and delays to the surgical procedure. A spare device was available for use and the surgery was completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The brand name was documented as 11 cm angle attachment in the initial report. The brand name has been updated to 11 cm medium, qd angle attachment. The catalog number was documented as qd11 in the initial report. The catalog number has been updated to qd11-g1. The device was returned for evaluation on jul 8, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to build up out of the bearing exacerbated by insufficient cleaning of internal contamination after clinical procedures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.